Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
A patient who had an implantable neurostimulator (ins) for chronic low back pain and spinal pain reported on 2015-(B)(6) that they had a revision surgery in 2012 because the doctor thought the lead had come out of place. No related patient symptoms were reported. A supplemental report will be submitted if additional information is received.